Event description:
It was reported that the customer had a displayable history check failed on startup alarm in their alarm history. Customer also had sensor error, lost sensor, weak signal, and calibration error. Customer's blood glucose level was 135 mg/dl. Customer stated that when he switched the battery, it was in the wrong way and he did not realize it until he woke up. Pump is not in the spanish language. Customer stated that the alarm did occur during normal use. It was explained that this is normal pump behavior. Customer will monitor the issue. Customer will also remove the sensor due to the transmitter needing to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.